Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample won´t be sent to b.braun melsungen ag for examination. As informed by our sales organisation in poland the reported failure was not confirmed. The device showed no defect. The examination of the service was a deviation of less than 1% of the set value. No follow-up report will be provided.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): wrong supply / the customer reports that the pump has a large divergence.